Event description:
It was reported that during an percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred, the distal end of the balloon detached and there was difficulty withdrawing the device. The target lesion being treated was located in a venous dialysis fistula in the elbow. The 7.00mm x 40mm x 75cm mustang balloon catheter was advanced to the fistula and inflated to 25 atms for 12 seconds. It was then inflated again to 25 atms for 12 seconds and ruptured. The mustang balloon catheter was attempted to be removed, however resistance was felt and the tip of the balloon detached. A non-bsc lasso device was advanced and successfully retrieved the detached portion of the balloon. The procedure was completed with a different device. Additional patient complications were not reported and and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. From the information available this device was not used per the directions for use (dfu) / product label. The complaint reports that the balloon material was inflated beyond its rated burst pressure of 20 atm to 25 atm. The most probable root cause is considered user related. (B)(4).